Manufacturer narrative:
Date sent to FDA: 1/31/2019. Additional narrative: it was reported that following the procedure the patient experienced recurrent hernia and adhesions.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process. (B)(4) submitted for adverse event which occurred on (B)(6) 2014.

Event description:
Hold for oliver 12/24/2018it was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that following insertion the patient experienced pain and scarring. It was reported that patient underwent mesh revision on (B)(6) 2014. No additional information was provided.